Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was further described as due to poor environment (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Nineteen days after being admitted to the hospital, the antibiotic treatment was discontinued, dianeal therapy was discontinued, and the patient was switched to hemodialysis. At the time of this report, the patient was not recovered from the event. No additional information is available.